Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen. The product was evaluated. The external visual inspection and the internal visual inspection were performed and passed due to the cannula and needle were present and without damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).